Manufacturer narrative:
Subject device has been received and a product development investigation was performed: one broken drill bit was returned for investigation. We have received two one of four screws of article 04.503.104.04s with the lot number #9929708 for investigation. Microscopic examination of the complained screws shows that the thread tip is badly worn. The recess is in good condition. Additionally are dried blood residues on the thread visible, which probably could not be removed during the cleaning process. A review of the DHR for the provided lot number was researched and no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. It is likely that too much mechanical force whilst inserting into the bone caused the tip damage and this consequently has led to the complaint issue. The blood residues at the tip also confirm that the damage occurred post manufacturing. As these screws are very small and quite fragile, a lot of care is required while handling. (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Device history records review was conducted. The report indicates that the: please note, this DHR review is for sterilization procedure only: manufacturing location: (B)(4); supplier: (B)(4); manufacturing date: 28.apr.2016 expiry date: 01.apr.2026. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.503.104.20_us-package_l4/ h022327 was manufactured in (B)(4); manufacturing location: (B)(4); manufacturing date: 30-jan-2016. Part #: 04.503.104.20, lot#: h022327 (non-sterile) - ti matrixneuro screw self-drilling 4mm. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that when opened a brand new package during the surgery, the surgeon found the tip of one of the four screws was collapsed. The surgery was delayed for a minimum period of time as consequence, but there was no adverse consequence to the patient. There was no adverse consequence to the patient. Procedure was successfully completed. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Please remove verbiage: "one broken drill bit was returned for investigation". Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.